Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported having their ins off because it has not been working and they cannot feel programs right now. Patient reports it also stopped providing therapeutic benefit. Emi exposure was reported and related to the issue. Patient reported xray and cat scan exposure. Patient will follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.